Event description:
It was reported that the user experienced hypoglycemia overnight with a lowest blood glucose of 50 mg/dl and estimated one hour below range after going to bed in range; the event was managed at home with oral glucose (orange juice), and no alerts or alarms were reported. Symptoms included hypoglycemia without loss of consciousness, dizziness, or other acute complications. Outcomes included transient interruption of normal activities due to the low, with recovery to target range within approximately 45 minutes and no medical intervention or hospitalization. Investigation included complaint handling with user interview and troubleshooting and education. Investigation of this case revealed no device malfunction or use error identified and cause of the hypoglycemia remained undetermined. It was concluded that the event was user-reported hypoglycemia with unclear etiology and no confirmed device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.